Event description:
The manufacturer received information alleging a ventilator's touchscreen was not responding. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's touchscreen failed to respond. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's software was reloaded to address the issue.